Manufacturer narrative:
Section a2, a4 and a5: unknown, as information was requested but not provided. Section d3 - zip/ postal code (B)(6). Section d6a - implant date: not applicable. Not an implantable device. Section d6b - explant date: not applicable. Not an implantable device; therefore, not explanted. Section e1 - telephone number:(B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the handpiece was in the wound for a while and it started to heat up. The doctor decided to withdraw it and replaced the handpiece with a different one. One stitch was administered and the operation was completed. No further information was provided.

Manufacturer narrative:
Corrected information: upon further review, the event is considered to be both a device malfunction and serious injury, since the patient was wounded, requiring sutures to be performed. Section b1 - report type: adverse event. Section h1 - type of reportable event: serious injury. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.